Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device confirms the reported event: the balseal spring is deformed and could contribute to the inability to assemble to mating part. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d3, d4 (expiration date) and h3 the expiry date (12/1/2099) was reported in error. The device involved was an instrument and does not have an expiry date.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the springs does not work on the insert trial.